Manufacturer narrative:
During deployment of a 120 cm. Smart flex 6 x 150 bil stent using the pin and pull technique, at about mid-deployment the stent was not able to be deployed. The stent and catheter had to be pulled out through the sheath with the stent hanging out from the catheter. The product was successfully removed from the patient. Another smart flex stent was used to complete the procedure successfully. There was no reported patient injury. The target lesion was the left superficial femoral artery (lsfa). The approach was made from the right groin. A 6 fr. Non-cordis sheath was used. There was no problem noted with the sheath used. The lesion was pre-dilated. About one-half (1/2) of the stent was deployed. Additional information received indicated that the product was inspected prior to use and appeared to be normal. The target lesion did not appear to be calcified. No additional target lesion characteristic information was available. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. The product was stored and handled according to the instructions for use (IFU). There was no reported difficulty advancing the device through the sheath used or to the intended target lesion. The stent delivery system (sds) did not pass through any acute bends. The aorta bifurcation was reported to be normal. There was no difficulty encountered while advancing/tracking the sds (stent delivery system) towards the lesion. There was no unusual force used at any time during the procedure. There was no difficulty or resistance noted while crossing the lesion with the stent. A stopcock was not connected to the y-connector of the tuohy borst valve. There was no reported difficulty encountered flushing the sds. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. No unusual force was applied during deployment of the stent. The stent was able to be pulled back through the sheath. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. The product was returned for analysis. One non-sterile unit of smart flex 6x150 bil, 120cm sds was returned. Per visual analysis the hemostasis valve was closed, the outer sheath was found separated at 5.6cm from the outer member proximal end and the inner member was found separated at 1.8cm from the hypotube. A kinked condition was found at 17.9cm from the outer member distal end. The stent was found partially deployed 9.4cm. No other issues were found. The deployment functional test could not be performed due to the separation of the outer body of the sds. The stroke length could not be measured due to the separation of the outer body of the sds. Per sem analysis the separated sections of the inner and outer body revealed elongations. The elongations noted indicated evidence of an application of a tension force that induced the separation due to material deformation. Also the analyzed braid wire revealed evidence of a plastic deformation that suggests an application of stress that led the material to separate. Ductile dimples suggest tensile overload applied to the material. No other anomalies were found during sem analysis. A device history record (DHR) review of lot 36826 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) - deployment difficulty-partial deployment (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis; however the device was returned with the stent partially deployed, as stated by the customer. Based on the limited information available for review, vessel characteristics are unknown but procedural and handling factors may have contributed to the event as evidenced by elongations, material deformation of the inner and outer body, plastic deformation of the braid wire, a kink and ductile dimples noted on the device during analysis, which are all indicative of the application of excessive force and stresses. According to the instructions for use ¿advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers distal to the target lesion and proximal placement marker proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve on the handle must be loosened to allow free movement of the pusher tube. Deploy the stent. Stent deployment must be performed under fluoroscopic guidance. Grip the outer sheath and handle with one hand and the pusher tube with the other. Move the outer sheath proximally relative to the pusher tube, while holding the pusher tube in a fixed position. The position of the delivery system may need to be adjusted to keep the distal stent markers at the appropriate location. Once the distal end of the stent starts to deploy continue to retract the proximal outer sheath and handle while holding the pusher tube still until the stent is fully deployed and the proximal stent markers have expanded. Note: the proximal placement marker may move during the stent deployment and may not coincide with the location of the proximal stent markers after deployment. If resistance is felt during retraction of the outer sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. A risk assessment has been opened to further investigate this issue.

Manufacturer narrative:
Concomitant devices used/section powerflex pro 5x150 balloon; 6f terumo destination sheath 45cm. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during deployment of a 120 cm. Smart flex 6 x 150 bil stent using the pin and pull technique, at about mid-deployment the stent was not able to be deployed. The stent and catheter had to be pulled out through the sheath with the stent hanging out from the catheter. The product was successfully removed from the patient. Another smart flex stent was used to complete the procedure successfully. There was no reported patient injury. The product will be returned for inspection. The target lesion was the left superficial femoral artery (lsfa). The approach was made from the right groin. A 6 fr. Non-cordis sheath was used. There was no problem noted with the sheath used. The lesion was pre-dilated. About one-half (1/2) of the stent was deployed. Additional information received indicated that the product was inspected prior to use and appeared to be normal. The target lesion did not appear to be calcified. No additional target lesion characteristic information was available. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. The product was stored and handled according to the instructions for use (IFU). There was no reported difficulty advancing the device through the sheath used or to the intended target lesion. The stent delivery system (sds) did not pass through any acute bends. The aorta bifurcation was reported to be normal. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. There was no difficulty or resistance noted while crossing the lesion with the stent. A stopcock was not connected to the y-connector of the tuohy borst valve. There was no reported difficulty encountered flushing the sds. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. No unusual force was applied during deployment of the stent. The stent was able to be pulled back through the sheath. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection.

Manufacturer narrative:
Additional information received: the date of manufacture is 2015-12-16. The product was returned for inspection on 8/11/2016. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Device was received with the stent deployed 9 cm. And kinks at 16 and 17.5 cm. From the strain. The device separated at kinks during decontamination. Additional information will be submitted within 30 days upon receipt.